Manufacturer narrative:
Date of event is estimated. It was reported to abbott a patient¿s ipg had reached end of life they had high impedances on the lead. Surgery took place where the ipg and lead were replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was not able to set the ipg into MRI mode. System diagnostic recorded high impedances. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.